Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clip on 8mm medium-large clip applier instrument was not grasping and shutting. The instrument was not used on patient. The procedure was completed with no reported injury.